Event description:
The vertical movement of the cutting part of the cable cutter became impossible after the second cable was cut. The first cable could be cut. When the second cable was cut, the surgeon may have inserted through a hole in the opposite direction of the cable cutter. The second cable couldn't be cut, so the surgeon twisted and the part of the cable was involved in the cable cutter hole. The surgeon and the rep said that this problem caused from the twisted motion to the cable and the insertion from the opposite through a hole in the opposite direction of the cable cutter. The dr used a wire cutter which is used in the hospital instead of stryker cable cutter. So, the procedure was completed without any problems.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.